Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked and the bags burst. Reportedly, the cartridges were being filled with 500 units. The customer's blood glucose level was 370 mg/dl, which was addressed with manual injections.